Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include norco, plavix, and lisinopril. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, computed tomography (CT) scan reportedly revealed a moderate-sized endoleak at the endoprosthesis bifurcation level, and a slightly larger leak anteriorly near the native aortic bifurcation. The physician believed both leaks to be type ii endoleaks. The aneurysm at this time measured approximately 5.5 cm in diameter. On (B)(6) 2011 follow-up CT scan, the previously observed type ii endoleaks were not identified. However, the physician noted a "subtle hyperintensity" proximally which, according to the physician, may represent a very small endoleak related to the lumbar arcade. The aneurysm measured 5.85 cm at this time. On (B)(6) 2016, CT scan reportedly revealed an indeterminate endoleak posteriorly on the right side at the distal end of the graft adjacent to the right iliac limb. The physician also noted some slight separation of the endograft from the aortic wall on the right side of the aorta within the proximal neck. The maximum diameter of the aneurysm had increased to approximately 7.5 cm. On a (B)(6) 2016 aortogram, an iliolumbar branch of the left internal iliac artery reportedly demonstrated retrograde flow into the aneurysm sac, indicative of a type ii endoleak. The exam reportedly also confirmed a proximal type I endoleak with pressurization of the aneurysm sac. On (B)(6) 2016, the patient underwent bilateral renal artery covered stenting for chimney technique, and proximal cuff extension of the existing endovascular graft. No endoleak was seen at the conclusion of the procedure. The patient tolerated the procedure.

Manufacturer narrative:
Images were received by gore from the facility and an imaging evaluation was performed. There were two time-points available for evaluation: post-implantation angiogram dated (B)(6) 2016 and intra-operative angiogram dated (B)(6) 2016. There appeared to be contrast outside the proximal end of the implanted device on the angiogram dated (B)(6) 2016. On intra-operative angiogram dated (B)(6) 2016, there appeared to be an undeployed stent in the right and left renal arteries on images taken at 14:17:47. On the same time run, there appeared to be an aortic extender device and the renal stents deployed. Contrast appeared to flow through the newly implanted stents and device. With available images, there did not appear to be contrast outside the implanted devices. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.